Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported during a treatment of stenosis in the superior vena cava just beyond the cephalic arch, the balloon allegedly ruptured at 20 atm. There was no reported patient injury.

Event description:
It was reported during a treatment of a stenosis in the superior vena cava just beyond the cephalic arch, the balloon allegedly ruptured. It was further reported that the balloon allegedly deformed and had an inflation issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, an electronic x-ray image was submitted and reviewed. The x-ray shows the angioplasty balloon inflated near the cephalic arch and centrally within the superior vena cava and is noted not to be properly inflated. However, no conclusions can be made regarding the alleged balloon rupture from the image submitted. Further reports containing venograms and operative report review are needed for a more inclusive finding. Based on the medical review, the reported inflation issue can be confirmed for however no other findings were determined based on the x-ray review. The investigation is inconclusive for the reported balloon rupture and material deformation, as the device was not returned for evaluation. The investigation is confirmed for the reported inflation issue, as the device was not be fully inflated in the x-ray image submitted. The definitive root cause for the reported balloon rupture, inflation issue and material deformation could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 10/2022), g3, h6(device, method). H11: h6(result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.